Event description:
The caller alleged discrepant results when compared with lab results reported.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: test #1, test #2 is beyond the confident limit as per the internal procedure (rev 2). So this event will be investigated. Test #3 is within the confident limit as per the internal procedure (rev2). Pt repeated the test within 10 mins and readings are as follows: the acceptance criterion for imprecision is a %cv of 20 or less as per internal procedure (rev2): in aforementioned the %cv is 5.89% which meet the imprecision acceptance criteria. Since product meets imprecision acceptance criterion, it will not be investigated as per the internal procedure (rev.2). Product will be investigated. Pt also provided inrratio test results for himself and his wife in 2008. Since the test results are from two different persons, the confident limit cannot be calculated. Pt was also taking medications like midodrine (lower the blood pressure) and levothyroxine for hypothyroidism. As inratio strip user guide (p/n0200038 rev.c). Section: "results" subsection "unusual results" thyroid dysfunction may cause discrepant results.